Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed, laparoscopic sterilization performed instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015. The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation unilateral right") in a 40-year-old female patient who had essure (batch no. 50512925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. No ectopics, c-sections, spontaneous abortions or voluntary pregnancy termination. No previous gynaecological intervention. Previously administered products included for an unreported indication: cerazette. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced peritoneal adhesions ("adhesions to omentum"). The patient was treated with surgery (removal of essure, electrocoagulation of the right tube on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation had resolved and the peritoneal adhesions outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and peritoneal adhesions with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015. The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion and visualization of tubal os was easy. No fluid loss during hysteroscopy more than 1500cc. The procedure did not take more than 20 minutes. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Gynaecological examination - on (B)(6) 2010: no abnormal findings. X-ray - on (B)(6) 2011: unilateral right perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed, laparoscopic sterilization performed instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015. The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation unilateral right") in a 40-year-old female patient who had essure (batch no. 50512925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. No ectopics, c-sections, spontaneous abortions or voluntary pregnancy termination. No previous gynaecological intervention. Previously administered products included for an unreported indication: cerazette. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced peritoneal adhesions ("adhesions to omentum"). The patient was treated with surgery (removal of essure, electrocoagulation of the right tube on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation had resolved and the peritoneal adhesions outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and peritoneal adhesions with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015. The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion and visualization of tubal os was easy. No fluid loss during hysteroscopy more than 1500cc. The procedure did not take more than 20 minutes. No complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Gynaecological examination - on (B)(6) 2010: no abnormal findings x-ray - on (B)(6) 2011: unilateral right perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: uterine / tubal perforation with essure questionnaire received - date of birth, medical history, essure start date, stop date, lot number (50512925) and event unilateral right perforation added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.